Event description:
It was reported that this pacemaker was found to be in safety mode via latitude transmission. The patient was hospitalized due to pacemaker dependency and the patient experienced asystole greater than two seconds with eight seconds pause according to the physician. Subsequently, this device was explanted and replaced with a competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode via latitude transmission. The patient was hospitalized due to pacemaker dependency and the patient experienced asystole greater than two seconds with eight seconds pause according to the physician. Subsequently, this device was explanted and replaced with a competitor. No additional adverse patient effects were reported. This product was received for analysis.